Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a false atrial lead low impedance warning occurred on the implantable pulse generator (ipg). The ipg remains in use. It was also reported that the atrial lead position check failed. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.